Event description:
It was reported that shim was returned missing the ball plunger.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional shim shows a used instrument with one of the ball bearings and springs disassembled and missing. DHR was reviewed and no discrepancies were found. Root cause of the event is attributed to the previous design of the device before it was redesigned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.